Event description:
It was reported that after placement, the patient reported hearing a pop sound. The foley catheter was then removed spontaneously. Upon inspection of the balloon section, it was found to be ruptured.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, the patient reported hearing a pop sound. The foley catheter was then removed spontaneously. Upon inspection of the balloon section, it was found to be ruptured.

Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Visual evaluation of the four photo samples noted one opened (without original packaging) used silicone foley catheter. Visual inspection of the first photo sample shows the biohazard plastic bag with 44122037 written over it. The second photo shows an overview of the silicone foley catheter with cut portion of the inlet tube and the tamper evident seal. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The fourth photo shows the inflation valv or cap with material number 2758j14 and manufacturing lot number ngjx5482. Therefore, reported event is confirmed. Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by CAPA 12474528. Visual evaluation of the four photo samples noted one opened (without original packaging) used silicone foley catheter. Visual inspection of the first photo sample shows the biohazard plastic bag. The second photo shows an overview of the silicone foley catheter with cut portion of the inlet tube and the tamper evident seal. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The fourth photo shows the inflation valve or cap with material number 2758j14 and manufacturing lot number ngjx5482. Therefore, reported event is confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection noted balloon burst measuring 0.3690in. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." A task was opened to notify manufacturing of the reported event. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA 12474528. Based on the results of the investigation, no further action is required. Correction: h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, the patient reported hearing a pop sound. The foley catheter was then removed spontaneously. Upon inspection of the balloon section, it was found to be ruptured.